Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/1/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was the suture removed in a routine post-op procedure? * was the suture removed in a reoperation procedure? * was reoperation necessary to remove the suture and re-close the wound? Aside the removal of suture and potassium permanganate treatment, was there any medical or surgical intervention required to treat the poor wound healing and incision split? If medication was required, please clarify if it was prescription strength. * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) after investigation, the patient was a 23-year-old female who underwent lateral episiotomy and laceration suture in hospital of on (B)(6) 2023 due to "first degree perineal laceration". The surgeon used vcp345h for sewing the perineal incision in a continuous suturing manner during surgery, and the surgery went smoothly. On (B)(6) 2024, the patient returned to the hospital for reexamination. The doctor found that the perineal incision of the patient had no redness and swelling, no odor, no secretion, the incision was partially dehisced (the dehiscence length was about 2 cm), the suture was broken, the knot was discharged from the sewing site, and not absorbed. The doctor removed the suture and performed routine disinfection for the patient. The patient was in stable condition currently, and no subsequent adverse event report was received. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2024 and suture was used. It was reported that there was poor wound healing. The patient gave birth to a live baby vaginally and underwent a perineal incision. The doctor sutured the perineal incision with suture. On (B)(6) postoperative follow-up, the patient's perineum showed no redness, swelling, odor, or purulent discharge. The incision was partially split, with a length of about 2cm, and suture exposed. The doctor removed the suture and treated the perineum with potassium permanganate for symptomatic treatment. There were no subsequent adverse events reported. Additional information was requested.